Event description:
Ous MDR - the lesion in the a popliteal, that was to be treated, was calcified and had a stenosis of 80-90%. The vessel had a diameter of 4 mm and the length of the lesion was 8-10 cm. The passeo-18 balloon was inflated and deflated three times in a row with the help of a 10-ml syringe. After the successful dilatations, the balloon was crushed together at the tip during retraction, and it was no longer possible to retract it through the used 4-f lock. To remove the balloon catheter, including the lock, an incision at the puncture site was required.

Manufacturer narrative:
Ous MDR - the balloon of the instrument made available for analysis is crushed together in the conical part. The instrument is still within the used and also returned 4-f lock. In a simulation, the balloon was inflated up to rbp. Both the balloon and the instrument show no leaks. Subsequently, the balloon was completely deflated and the balloon could be pulled out of the lock without having to exert force. By using a 10-ml syringe instead of the inflation device prescribed in the instructions for use, it is very probable that the vacuum could only be held within limitations, which led to a not completely deflated balloon. Simulations have shown that, when a not completely deflated balloon is retracted, the remaining liquid collects in the distal part of the balloon, which can lead to a crushing of the balloon at the lock during further retraction. The check of the mfg history showed no deviations in the process-accompanying documents of the respective batch. The results of the in-process and final testing were within the specifications. The instrument completely met all our specifications at the time of shipment. A product defect can therefore be ruled out as cause for the incident. In the context of the risk analysis, which is part of the conformity eval file, the incident was classified as improbable, which equals a rate of less than 1 per ten thousand (0.01%). Based on the sales numbers, a current rate of less than 0.01% results for the incident. In summary, the instrument showed no material or product defect and had been manufactured according to specification. The cause can be traced to the not completely deflated balloon, caused by not adequately upheld vacuum.